Event description:
It was reported that the device is not getting the right amount of breaths delivered. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals intact. The device was received in with a loose patient outlet connector and damaged input/output label. The customer reported problem was not verified/duplicated; the device functioned as intended. The investigation was unable to determine what caused the reported problem. The most probable root cause could have been the loose patient outlet connector causing a minor drop in tidal volume per breath, without affecting breaths delivered. However, no corrective action was taken as no fault was found with the device. A CAPA was opened to investigate the other problem found surrounding the loose outlet (design). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).